Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence and leakage and mesh was implanted. A total abdominal hysterectomy, bilateral salpingo-oophorectomy, repair of enterocele, anterior vaginal repair and posterior vaginal repair were performed during implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh revision/ removal for revision of sacrocolpopexy mesh sling, closure of vaginal mucosa on (B)(6) 2006. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2006, along with closure of vaginal mucosa due to erosion of mesh through vaginal mucosa.